Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive meter blood glucose now alarm. Customer's blood glucose was 429 mg/dl. Customer reported of knowing the reason for alarm. Customer was not able to completed troubleshooting due to being at work. Customer would call back.